Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The packaging was not returned therefore, the reported batch number could not be confirmed. A pusher wire, coil and introducer sheath were returned for analysis. The introducer sheath was inspected and a significant amount of blood was present inside the introducer sheath. The twist lock had been opened. The coil and pusher wire arms were interlocked within the introducer sheath. An attempt was made to retrieve the coil by advancing the pusher wire through the introducer sheath. A resistance was encountered. The pusher wire was retracted to retrieve the coil. The coil was inspected and it was found to be kinked and stretched. Blood was present on the fiber bundles. The pusher wire was inspected and was found to be kinked and covered in dried blood. The interlocking arm of the coil, coil zap tip and interlocking arm of the pusher wire were microscopically inspected and no damage noted. The dimensions that could be measured were found to be in specification. The actual number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 25may2016. It was reported that deployment issues occurred. A 2/6mm x 8cm interlock¿ was selected for use. During the procedure, the coil could not be deployed upon reaching the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed missing fiber bundles.